Event description:
It was reported to hill-rom that the unit was hot. Customer alleged that the unit burned patient's foot - technician replaced power cord, no info regarding alleged foot burn could be obtained due to age of the complaint. During an investigation of this product line it was found that is it possible for an external component on the product to reach a temperature above that which is allowable for brief patient contact. All allegations of injury (regardless of severity) due to this failure mode are being reported.

Manufacturer narrative:
A hill-rom technician replaced the power cord. Due to the age of the complaint, no more info about the unit's condition at the time of this allegation could be obtained.